Manufacturer narrative:
The complaint of a leak was confirmed, but the exact cause is unk. A breach was found in the d/l tubing at the distal end of the bifurcation and 0.4" distal to the bifurcation. The breach at the distal end of the bifurcation allowed fluid to leak when the venous lumen was pressurized. The breach located 0.4" from the bifurcation allowed fluid to leak when the arterial lumen was pressurized. The surface of the tubing surrounding the leak sites was granular. The catheter had been cut in two locations and was rec'd in three segments. Evidence of use was detected on the catheter. The printing was partially worn from the bifurcation and extension legs. Tape residue was also found on the extension legs and the bifurcation. It is possible that the breaches resulted from a combination of fatigue and chemical degradation; however, the exact mechanism of damage is unk. No defects related to the mfg process were noted on the complaint sample. No info was provided regarding frequency of access, maintenance or dressing protocol. A chr of lot #reuh0469 showed no other similar product complaint(s) from this lot number.

Event description:
There is scarring by the bifurcation at the silver portion. Add'l info: there was a leak in the line by the top, there were holes in the top of the catheter. When they flushed the fluid, came out of the top of the catheter. No one was hurt. The pt did not lose blood, they just replaced the catheter.